Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-00744) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented to the clinic with device that was unable to be interrogated by multiple programmers. The device was explanted and replaced. Patient was in stable condition after the procedure.